Event description:
The physician was attempting to use a proflo diagnostic catheter during a procedure. The catheter was flushed. It is reported that clots formed within the catheter only, when the proflo catheter was in the patient. The device was not flushed during use due to the presence of thrombus. No intervention was carried out. No adverse event was caused to the patient as a result.

Manufacturer narrative:
Catheters are routinely flushed upon removal from packaging and flushed upon insertion with standard concentration of heparin. Evaluation summary: received for analysis was one 6f proflo pigtail catheter coil wrapped in bio bag with original packaging. As received the catheter is bloody but un-damaged. The catheter was flushed into a clear beaker using a syringe and water. No clots present from initial flush. The water came out through the side holes without issue indicating no blockage from the sideholes to the proximal hub. The side holes we blocked with fingers and a little pressure applied to syringe. The catheter was flushed into clear beaker and clots came from the tip. The beaker was poured through a strainer. Clot approximately 1.75 cm in length was present. The analysis confirmed clots in the distal tip of the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.